Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called for assistance rewinding the insulin pump. The customer then stated that she was experiencing low blood glucose levels, and the paramedics were called. Assisted the customer with rewinding the insulin pump. Nothing further was reported.